Event description:
It was reported by the affiliate that during an esophagectomy the clip came off and was unformed with the el5ml. Another device was used to complete the case. There was no adverse consequence to the pt. Device will not be returned.

Manufacturer narrative:
Date sent: 09/11/2007. Information is unavailable; device was not returned for evaluation.